Manufacturer narrative:
B3: unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had an error 41541. The event occurred during testing. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Corrected data: d4 ¿ UDI. One device was received for evaluation. Visual inspection found the device in used condition. A 'system fault 41,541' alarm was revealed in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the defective latch lock strip sensor was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.